Manufacturer narrative:
Product complaint # ==> (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by affiliate via phone that during the surgery of shoulder labrum repair, the suture gryphon p br anchor w/oc detached from the anchor. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The device is available to be returned for evaluation

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, the suture gryphon p br anchor w/oc detached from the anchor. The complaint device was received and evaluated. Visual observation reveals that the suture and gryphon were received in the package. Besides, the anchor was not received. The complaint can be confirmed. The possible root cause for detached suture could be associated with the anchor tip broke and caused the suture to become separated from the anchor. The gryphon anchor actually has the suture materials running up the center (inside) of the anchor and around it¿s tip, so if it is tipped or bent during insertion, the anchor tip can break causing the suture to release. However, this cannot be conclusively affirmed without the anchor analysis. A manufacturing record evaluation was performed for the finished device [l328615] number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device [l328615] number, and no non-conformances were identified.